Event description:
Per the clinic, the patient experienced loss of osseointegration (date not reported), resulting in fixture loss. There are plans to reimplant the patient with a new fixture, however, it is unknown if this has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(6). The device is not available for analysis. This report is filed december 18, 2013.

Manufacturer narrative:
(B)(4).the device is not available for analysis.